Event description:
The customer returned the device stating, ¿a person with diabetes (pwd) reported multiple line blocked alarms which were resolved by replacing the cassette and the cleo 90 infusion set¿; during device evaluation the cannula was observed to be bent. There was no patient injury.

Manufacturer narrative:
Device evaluation: received one (1) used set, insulin, 6mm inserter/retractor, 24" buckle ay. As received, an infusion site was returned with a tubing/buckle assembly. The cannula was observed to be bent. The adhesive pad was present. No other damages or anomalies were observed. The complaint of an occlusion can be confirmed. The probable cause is due to a bent cannula. The investigative finding of a bent cannula can be confirmed. The probable cause is due to an adhesive issue. The investigative finding of an adhesive issue can be confirmed. The probable cause is unknown. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.